Manufacturer narrative:
Investigation summary: customer is extracting samples using an off-label extraction system and using an off label transport media (outside of product insert specifications). Root cause: off-label use. Source: email.

Event description:
Customer reporting 3 suspected false positive sars results. No confirmation testing was performed on the samples and during interview with the customer it was found they were using an unapproved extraction system as well as an off-label transport media. Report 3 of 3.